Event description:
It was reported that the pt underwent a posterior spinal fixation surgery at t2-pelvis. It was reported that a bone screw head splayed due to cross-threading in an l3-l4 screw that reducers would not fit over. No pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.